Event description:
The customer reported a leads off message when attempting to pace. The message went away and the users were then able to pace. Inability to pace impacts therapy.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.